Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged complaint of a broken wire. The pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Electrical continuity testing of the instrument passed. Engineering evaluation also found bent tips on the instrument. One grip was found to be bent, causing side to side misalignment of the grips. There was a 0.069 offset at the tips, indicating overloading at the tip. Another finding was a scratch on the instrument's main tube. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded that the damages might have be due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken wire and tube insulation issue if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after completion of a da vinci si surgical procedure, the surgical staff reported seeing a broken wire with pk dissecting forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.